Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. A redraw sample obtained from the patient was tested on an alternate dimension xpand instrument, resulting higher. The corrected results were reported to the physicians(s) . There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the mono-pump lip seal was loose and replaced it. The cse replaced the x seal and adjusted the mono-pump home sensor. Quality controls and patient precision testing were run, resulting within range. The cause of the discordant, falsely low na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.